Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspections were performed on the retuned guide wire, and the reported separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported failure to advance and guide wire separation appear to be related to operational circumstances of the procedure. It is likely that during advancement, the guide wire encountered resistance with the anatomy causing the failure to advance. Additionally, it is likely that due to the resistance, the guide wire kinked resulting in the reported separation. The fracture face at the separation appeared as if the guide wire kinked prior to separation. Additionally, the treatment appears to be related to the operational context of the procedure as the separated section of the guide wire was removed using a snare device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A hi-torque balance middleweight universal ii guide wire (gw) failed to cross the lesion. The guiding catheter was changed and the bmw gw was attempted to be advanced again up to the shoulder, still not at the lesion. Then the gw broke in two pieces. The separated portion was able to be retrieved via snare. There was no adverse patient sequela reported. No additional information was reported.